Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented with noise on a riata lead. Episode of lead noise caused inhibition of pacing. No other lead anomalies were noted. Programming changes were made. The lead will be revised during generator change out.